Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A photograph was provided by the customer. The photograph shows a dialyzer with attached blood lines inside a clear plastic bag. Blood appears to be present within the bloodlines as well as within the fibers, which is a normal characteristic, as the product had been used in treatment. No blood is visible on the "outside of the fibers". The reported complaint could not be confirmed, as a definitive conclusion regarding the complaint incident cannot be reached based on the limited information provided. During the lot history review it was noted that there was no other complaint reported against the lot. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 2018-0161 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility biomedical technician (bmt) reported that a dialyzer blood leak occurred ten minutes after the start of the patient¿s hemodialysis (hd) treatment. The bmt confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was visible outside of the fibers in the dialyzer. The bmt also stated that fresenius bloodlines were used for treatment. The bmt confirmed that the leak was internal. The nurse stated that there was no defect or damage seen on the dialyzer. The nurse stated that the patient¿s estimated blood loss (ebl) was approximately 200 cc. The nurse confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The dialyzer was no longer available to be returned for manufacturer evaluation. A photo was provided for the investigation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that a dialyzer blood leak occurred ten minutes after the start of the patient¿s hemodialysis (hd) treatment. The bmt confirmed that the machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. The blood leak was visible outside of the fibers in the dialyzer. The bmt also stated that fresenius bloodlines were used for treatment. The bmt confirmed that the leak was internal. The nurse stated that there was no defect or damage seen on the dialyzer. The nurse stated that the patient¿s estimated blood loss (ebl) was approximately 200 cc. The nurse confirmed that there was no patient injury or medical intervention required as a result of the reported event. The patient was restarted on a different machine and treatment completed successfully with new supplies. The dialyzer was no longer available to be returned for manufacturer evaluation. A photo was provided for the investigation.